Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:19:03. During night drain cycle five, the patient's ultrafiltration reading was 1995ml, indicating the home patient drained 1445ml more than their maximum programmed fill volume of 2200ml. No additional information was available.